Event description:
While servicing the device, the manufacturers field service engineer reported the ventilator diagnostic history noted a previous crossover circuit fault during preoperational use testing. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported. Failure of the crossover solenoid as noted may result in a volume or pressure loss during use in normal ventilation operation. The service engineer was unable to duplicate the finding during performance verification and applicable testing which passed per operating specifications.